Event description:
The customer reported the backup battery in use with the ventilator did not work during use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician confirmed the battery would only operate for a short period of time after ac power was removed. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating a 24/+-12v/power fail occurrence. The service technician replaced the battery to complete the service. Extended self testing (est) and performance verification testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Battery.